Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported malfunction was confirmed. Based on the results of the investigation, it is likely that the issue occurred when the user attempted to display, camera head information while camera head was not connected. A definitive cause cannot be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:d8, h4,h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image " was caused by a to display camera head information while camera head was not connected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video processor had no image. The issue occurred during other events. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no issues as the device was working properly. Should additional relevant information become available, a supplemental report will be submitted.